Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 200 mg/dl. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.